Event description:
It was reported that there were telemetry issues and the patient had not charged her device for the past two years. Additional information received a week later indicated that the patient wanted the implantable neurostimulator (ins) out. Attempts were made over 30 times "to get the clock," but they were unsuccessful. The efforts to try and continue to get the clock were however halted. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# j0555054v, implanted: (B)(6) 2005. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 355029, lot# n0047451, implanted: (B)(6) 2005. Product type: accessory. (B)(4).